Event description:
A company representative had reported: 4 days ago, I took a new 3601cvc lot# 47580183 and attached it to a catheter. I just now opened it as per normal dressing change procedure and there is some evidence of de-lamination. De-lamination where the adhesive on the upper flap of the 3601cvc removes from the bandage material and attaches itself to the catheter hub, leaving excessive adhesive on the device. Excessive adhesive, resulting in the lines getting stuck in/to the device may result in unintended removal of the medical lines. These events may interrupt patient treatment and may contribute to patient injury.

Manufacturer narrative:
Product was not returned for evaluation. There was no patient or caregiver injury and no medical intervention required as a result of this event. Historical complaint data was reviewed and found eight total complaints for securement devices for adhesive that is too sticky since 2018, five of which were received in the last 12 months. Of the five received in the last 12 months, three were for different lots associated with this complaint. These devices have a complaint rate of 0.012% for this type of complaint during that time period. On-hand inventory of units from different lots was reviewed and found not to have the same issue. Additionally, sample retains were tested from lots reported as defective by customers and no failures or malfunctions were identified. All investigation and testing has yielded zero identified defects, failures, or abnormalities in the records. At this time, there is no reason to believe this is a systemic issue. At this time, there is not enough evidence to confirm that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. Manufacturer reference file # (B)(4).